Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) in the right leg and documented pulmonary embolism. A computed tomography (CT) scan before the procedure revealed normal sized inferior vena cava and right femoral vein occlusion with thrombus. The filter was deployed via the patient's left femoral vein using ultrasound guidance. It was placed below the renal veins. The position was confirmed using fluoroscopy. The patient was taken to the recovery room in good position.   Additional information received per the patient profile form (ppf) states that the patient experienced stenosis, perforation of filter struts outside the inferior vena cava (ivc), filter tilt, occlusion of the ivc filter, blood clots, clotting and or occlusion of the ivc. The patient became aware of the reported events twelve years and five months after the index procedure. The patient also experienced chest pain, is unable to walk for long periods of time, constantly swollen (legs and feet) and unspecified mental health issues related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g4, g7, h1, h2 and h6. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, blood clots, clotting and/or occlusion. The patient reported becoming aware of stenosis, perforation of filter struts outside the inferior vena cava (ivc), filter tilt, occlusion of the ivc filter, blood clots, clotting and or occlusion of the ivc approximately twelve years and five months post implant. The patient also experienced chest pain, is unable to walk for long periods of time, constantly swollen (legs and feet) and unspecified mental health issues related to the filter. According to the implant record the indication for the filter implant was documented pulmonary embolus with right leg deep vein thrombosis. A computed tomography scan performed prior to the implant noted that the right femoral vein had occlusive thrombus. The filter was place via the left femoral vein and deployed below the level of the renal veins. The position was confirmed using fluoroscopy. The patient was taken to the recovery room in good position. There is no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombosis within the filter and/or vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Chest pain, swelling, anxiety and difficulty walking do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis, blood clots, clotting and/or occlusion. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis, blood clots, clotting and/or occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.